Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: the complaint device was received and evaluated. The needle is in used condition; the needle was not received in its original package. The needle's shaft has no structural anomalies. The white plastic tab was not attached to the needle, and was not returned. As such, a functional test could not be performed since the white plastic tab is needed to insert the needle into the deployment gun. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection, this complaint cannot be confirmed since the needle's white plastic tab was not returned. Also the expressew gun used in the procedure was not returned for evaluation. A potential root cause for the retraction issue can be attributed to a bad needle insertion technique and/or a lack of maintenance of the expressew deployment gun used in the procedure, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the healthcare professional in italy that the tab lock on the expressew iii needle device that would push the wire was not retracting. There was no procedure nor patient involvement reported. No additional information was provided.